Event description:
It was reported that the patient presented at the clinic for a routine interrogation of their pacemaker. It was discovered that the patient's pacemaker exhibited competitive atrial pacing. The pacemaker was explanted and successfully replaced with an implantable cardioverter defibrillator (ICD). The patient remained stable.